Event description:
User stated the internal reservoir overflowed and the water ended up on the floor in the walkway. No pt samples were involved. No operators were harmed.

Manufacturer narrative:
The field service rep determined there was a float switch malfunction and replaced the float switch. He ran calibration and qc testing to verify the analyzer performance with all results within specification.